Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include improper endoprosthesis placement and branch vessel occlusion.

Event description:
On (B)(6) 2018, the patient emergently underwent treatment of a thoracic aortic arch aneurysm with two conformable gore® tag® thoracic endoprostheses. Prior to the procedure, the left common carotid artery and the left subclavian artery were surgically bypassed. During the endovascular repair, the distal gore® tag® device was implanted successfully. The physician had planned to place the proximal gore® tag® device (tgu343415j/18608110) just distal to the brachiocephalic artery. However, the proximal end of the endoprosthesis reportedly was placed proximally of the intended landing site, and the device partially and unintentionally covered the brachiocephalic artery upon deployment. According to the report, blood pressure in the right hand had slightly decreased. A bare metal stent was implanted within the brachiocephalic artery to maintain the blood flow. Blood pressure was restored, and the patient tolerated the procedure. According to the physician, the guidewire was inadvertently advanced to the heart and moved from the intended position, causing the inaccurate device placement.